Event description:
It was further reported that the patient's physician had no further information, as the patient had not been seen for at least 1 year.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported there was a shocking or jolting sensation. The device was shocking him randomly, sometimes once a day or sometimes twenty times a day. The device had been off for about a year because it got to where he couldn¿t adjust it away. They programmed it once and it worked for two weeks and after that they said they couldn¿t adjust it any more. It was noted that the patient wanted to use an ¿icy/hot¿ transcutaneous electrical nerve stimulation (tens) unit. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.